Event description:
It was reported that a user of the ilet bionic pancreas experienced sustained hyperglycemia for over two hours with a blood glucose value of 310 mg/dl after a recent supply change, while using a cd infusion site; the user denied symptoms and was guided through another supply change, which was completed successfully. Symptoms included no reported clinical manifestations. Outcomes included no medical intervention beyond troubleshooting and education, and no hospitalization. Investigation included agent-led troubleshooting and education with a repeat supply change. Investigation of this case revealed that the cause of the hyperglycemia remained unclear following successful completion of the supply change and absence of device alarms or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.